Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2013): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:30 pm the patient was experiencing the symptoms of feeling unwell and slight shakiness. While symptomatic, the patient obtained the blood glucose readings of 120 mg/dl and 125 mg/dl on the reported meter, and a reading of 92 mg/dl on another manufacturer's meter within 30 minutes. Afterwards, the patient administered self-treatment by consuming dextrose and felt better afterwards; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. The patient noted her hcp had reported the patient's blood glucose level was difficult to control with insulin doses. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted when the test strips were found to a misclassified low reading strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.